Manufacturer narrative:
Medical safety review has been done and stated that do not excessively bend the emg tube, particularly at an acute angle (less than 90°). Excessive bending may cause the wire electrodes to protrude through the tube puncturing through the cuff and becoming exposed. This may result in serious injuries where the exposed wire can penetrate the tracheal wall or a vocal cord, or cause cuff deflation which will require reintubation of the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was induced with endotracheal tube. During the surgery, it was found that the tidal volume was insufficient and there might be cuff leakage. During postoperative extubation the cuff was found to be bloody. The inspection found that one of the two guide wires inside the balloon had a tip that pierced the balloon and exposed. 6ml-7ml air was used to inflate the cuff. After 10 minutes of intubation the tidal volume was insufficient. After it was found that the inflation volume was insufficient, it was deflated and re-inflated, but it showed that the patient was not moved or repositioned. . The endotracheal tube was not replaced during the operation. Patient complained of a sore throat and at present, the patient is in good condition.